Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer had a high blood glucose level of 456 mg/dl. They treated with a bolus of 7 units. They were assisted. They wanted to do another bolus but it was still showing that they had an active insulin of 6.4 units. They were advised to that insulin takes an hour to take effect and that they should at least wait to see if the blood glucose starts coming down. The device will not be returned for analysis.